Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 53 mg/dl. The customer also reported that the insulin pump was dropped and there was crack on the display of the screen. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass, unable to perform the displacement test due to cracked or bleeding lcd glass. Device p-cap or test reservoir does lock in place properly.